Manufacturer narrative:
The device was optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed surface damage but no breakage. Further observation determined there were no indications of material or manufacturing defects discovered. The developer tested the function and there was no abnormality found. The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. The root cause for the incident could not be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.

Event description:
A plate and screws were implanted on the left mandible of the patient on (B)(6) 2015. The screw on the most proximal end came loose. A secondary surgery to replace a plate and screws were performed on (B)(6) 2015. This is one of two related incidents. Please refer MDR 9610905-2015-00067.